Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing an infusion set and reusing the same cartridge following a rewind, which left the piston mispositioned and prevented insulin delivery until the setup was corrected; drops were not initially observed during fill tubing, and after replacing the connector and infusion set and correctly seating the piston, delivery resumed. Symptoms included elevated blood glucose, with a reported peak of 400 mg/dl, without loss of consciousness, dizziness, or other acute complications. Outcomes included approximately two and a half hours of blood glucose above target without use of backup therapy, ketone testing, or medical intervention. Investigation included technical troubleshooting and user education over the phone. Investigation of this case revealed incorrect deployment of the infusion set and an improperly positioned cartridge piston that interrupted insulin delivery, with function restored after proper setup. It was concluded that user setup error caused the hyperglycemia and that device function was normal once configured correctly. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.